Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product details gamma nail 11mm x 440 mm. Device will not be returned.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent primary surgery on (B)(6) 2012 with the above components and was revised on (B)(4) 2013.